Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation that spans the entire length of the therapy pads on her back. The area was described as a rash that is not bleeding or oozing. The patient's doctor prescribed an over the counter cortisone cream to treat this irritation. The patient's daughter reported the irritation has improved due to the prescribed treatment.